Event description:
It was reported that one of the patient's implanted leads is giving high impedance, resulting in ineffective therapy. The patient may undergo surgery at a later date to address this issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000069209.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the impeded lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.